Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged extension tube was confirmed and the cause appeared to be use-related. The product returned for evaluation was one segment of digital video which depicted a portion of 4fr s/l groshong nxt clearvue catheter. The visible segment of the device included the two-piece connector and proximal segment of catheter tubing. The catheter was implanted in a patient. Adhesive tape was placed over part of the extension tubing, securing the device. The extension tubing markings were mostly worn. The extension tubing was being accessed by a syringe. Ballooning of the extension tubing was visible in the video just distal of the white strain-relief sleeve. The observed ballooning was consistent with extension tubing damage caused either by excessive infusion force (from flushing against an occlusion or use of a too-small syringe) or by tensile (pulling) stress. A lot history review (lhr) of rect1074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after use of a half month, the extension tubing was found to be hunched when injection.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of groshong tubing damage was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Use residues were abundant throughout the sample. Tactile inspection of the sample revealed severe tensile weakness, necking and discoloration at the proximal region of the extension tubing. Microscopic inspection of the sample revealed superficial stress fracturing in the extension tubing within the region of tensile weakness. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during hydraulic pressurization of the sample, ballooning of the extension tubing was observed just distal of the white strain-relief sleeve. The tensile weakness and ballooning were caused by weakening of the extension tubing material. Such damage can be caused by tensile (pulling) stress and/or infusion against an occlusion, suggesting that catheter securement, maintenance and access techniques likely contributed. A lot history review (lhr) of rect1074 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after use of a half month, the extension tubing was found to be hunched when injection.